Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted there was apparent explant damage.

Event description:
It was reported an infection occurred. The lead was removed. A temporary system was used until a permanent system could be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an infection occurred. The device and leads were removed. A temporary system was used until a permanent system could be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.